Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate shock due to right ventricular lead noise and presented in clinic. The oversensing was noted on both the near field and far field channel which lead to inappropriate shock. On (B)(6) 2019, the patient presented for a right ventricular lead revision procedure. During the procedure, lead insulation breach was noted near the proximal end. It was suspected that this had occurred at the time during a 2018 routine generator replacement procedure and the lead was cauterized. The lead was capped and replaced. The patient tolerated the procedure well and was stable.